Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240/2367 alarm, which occurred on the homechoice (hc). The baxter technical service representative (tsr) explained the alarms and had the caregiver (cg) cycle power two times to clear them. The unused supply line clamp was left open. The tsr explained that any unused lines must be clamped off or the hc would pull air into the line. The tsr explained that the supplies were compromised and the cg would need to start over with new supplies. The cg wanted to finish manually. The tsr advised the cg to call the registered nurse (rn) in the next 24 hours and let her know what happened. The cg understood the explanations and cleared the alarms and the hp would finish manually. The cg would call the rn and the hc was okay. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was due to the clamp being inadvertently left open by the user. A labeling review was performed and the labeling was found to be accurate and sufficient. This issue is being investigated through CAPA.